Manufacturer narrative:
Maquet cardiopulmonary gmbh was not requested the product at first since failure could be already known to manufacturer. The information was requested three times and no response was received. The meaningful DHR review could not be performed since the serial number of product was not available. Trend search was performed and no systemic issue could be determined. The reported failure did not contribute to death or serious injury. At this time no similar complaint investigated was found which could led to the confirmation of the failure and / or a product related malfunction. Thus the failure could not be confirmed. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending.

Event description:
Ref.: # (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Device not returned. Reference exemption # e2018002.

Event description:
According to the hospital: "information for leakage of liquids, leakage during use". Ref.: (B)(4).